Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ac adapter is used to provide electrical power to the controller. The instructions for use (IFU) and patient manual instruct the user on the correct way to connect the adapter to the controller and to an electrical outlet. The IFU and patient manual also detail the methods for the regular inspection and care of all components of the hvad system. Lastly, users are instructed to return any damaged components to heartware. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has been not return.

Event description:
A report was received that a patient was experiencing intermittent power interruptions when she was using her ac adapter. The patient further reported that the issue was not associated with any controller alarms or pump stop events. The ac adapter was exchanged with no reported patient consequence. The site reported that this exchange appears to have resolved the issue.

Manufacturer narrative:
It was reported that the controller ac adapter was intermittently providing power. The controller ac adapter was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller ac adapter passed visual examination and functional testing. The output cable was bent, twisted and manipulated in various ways to determine if the connection was stable. The results revealed that the controller ac adapter was able to adequately provide power to a test controller. As a result, the reported event could not be confirmed or duplicated during testing. No failure detected, the reported event could not be confirmed or duplicated. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.